Manufacturer narrative:
According to the information received from the field the recipient was explanted due to a partial migration of the electrode out of cochlea. Reportedly four channels were found extra-cochlear. Additionally, a complete insertion was not achieved at implantation with 3 channels remaining extra-cochlear. The concerned device is not available for investigation. This is a combined initial and final report.

Event description:
Information was received that the user was re-implanted on 15.jul.2019. According to information from the implant registration card the user was re-implanted due to 4 extra-cochlear channels and no hearing progress.